Manufacturer narrative:
One device was returned for investigation. During visual inspection and functional testing it was found that the device was able to inflate. The reported complaint is not confirmed. Based on the analysis performed on the sample provided and reported by the customer, it was not possible to determine a root cause since the device functioned properly. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the balloon did not inflate when inserted by nurse. Adverse patient effects are unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.